Event description:
At about 8 years 10 months after the primary surgery, revision surgery performed due to the cancellous bone screw flat head ø 6,5 l 40 being too long and poking the tendon. The screw did not move or dislocate from their original position. No bone fracture or acetabular perforation. The patient reported pain for years. The surgeon used a depth gauge to choose the screw size during primary surgery. The surgeon revised successfully the head, liner and removed all the 3 screws originally implanted.

Manufacturer narrative:
Clinical evaluation performed by medical affairs department: a tha revision surgery was performed about 8 years after primary implantation due to the patient's prolonged pain. Radiologic follow-up revealed one excessively long acetabular screw, potentially impinging on a tendon and considered the cause of the discomfort by the surgeon. The available imaging confirms the screw tip extends beyond the bone, although a comprehensive evaluation is limited by the single CT slice provided. Given the patient's prolonged pain history, it is plausible that the screw length was incorrectly assessed from the initial surgery, indicating potential issues during the surgical planning of screw trajectory and/or sizing. There is no evidence to suggest device defect or malfunction. Batch review performed on 13 may 2024 lot 130454: (B)(4) items manufactured and released on 20-feb-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.